Manufacturer narrative:
This is an initial submission for the first product in this case. The manufacturer report number for this submission is 8041101-2017-00023. The manufacturer report number for the second product in this case is 8041101-2017-00024 . This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2017 from an adult consumer (age and gender unspecified) reporting on self from the united states of america via social media. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using listerine ultraclean access dental flosser, (quantity 2) dentally for unknown indication (frequency lot number and expiration date unspecified). After an unspecified duration, the consumer noticed that the flosser broke in mouth during use and it happened for second time. The consumer stated that, during the last use it caused cut in the mouth. The action taken with the device and outcome of the event were unknown. Lot number was not reported therefore a batch record review or retain analysis could not be requested or a lot trend analysis performed. The analysis for the product quality complaint category will be managed through monthly trending process. The complaint investigation was closed with a disposition of undetermined. This report was assessed as non serious and company causality was assessed as related. This report was assessed as reportable malfunction case in the united states of america.